Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed power error. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with clearing the alarm and was advised to monitor the insulin pump for any issues.

Manufacturer narrative:
Low battery life was confirmed in the pump history download due to an intermittent pump event that was not able to be confirmed. No pump error 25 alarm noted in the insulin pump history download. All currents tested within specification range. No cosmetic damage noted on the insulin pump assembly.